Event description:
It was reported per field service report: on a patient. Symptom - low level arterial pressure (ap) not showing up on the screen. Findings/action taken: fse sent the technician an ap harness assembly. He installed and confirmed functional checkout of pump.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.